Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. After starting mapping in the left atrium, when the introducer was in the left atrium appendage (laa), the device perforated the roof of the laa. The patient became hypotensive and an angiography fluoroscopy and sonogram confirmed a perforation for which a pericardiocentesis was performed. The condition did not improve and the patient was followed by cardiothoracic surgery. The patient was intubated and stabilized following treatment. There were no performance issues with any abbott device.